Event description:
Alcon acs biosorb absorbable suture 6-0 size. Item number 10380658631014, lot number e4j0382. I have used this suture since it came to market - over 7 yrs - , for the performance of all types of eye muscle surgery. In the past few weeks (since opening a new box) I have had multiple pts with intraoperative evidence of suture stretching requiring multiple re-ties. This particular pt underwent a straightforward medial rectus resection of 6.5 mm, which is a fairly large resection that leaves the muscle under almost no tension. I had to draw up and re-tie the suture three times because it kept stretching and allowing the muscle to sag back from its intended location. The suture became visibly attenuated. For the second part of the procedure involving a muscle resection, which placed a lot more tension on the sutures, I switched to vicryl 6-0 (which I haven't used in yrs) and had no difficulty. I have used the same technique for scleral needle passage and knot-tying for yrs.